Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/09/2014 with the following findings: the complaint could not be investigated due to an unrelated issue. The keypad was found to be intact; no peeling or lifting was observed. Leak testing revealed a keypad leak. There was evidence of keypad contamination found under all key contacts. Leak testing revealed a keypad cover leak. Moisture was observed on all the pump¿s internal components. Unrelated to the complaint, the pump powered on with a blank display and audible alert tones; the vibratory alert was not present.